Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, multiple auto mode switch episodes due to atrial lead noise were noted. The lead remained implanted and the patient would be monitored.